Event description:
It was reported by the rep that the (1) atw45 was used during a total abdominal hysterectomy procedure. It was reported that when firing, the device misfired and seemed to break. A loud cracking sound was made when the device was fired. The case was continued with another device and with no pt consequence.